Event description:
The customer reported being hospitalized for diabetes ketoacidosis. The customer stated that she may have forgotten to take her insulin. The customer stated that she has alzheimer's disease, and sometimes she forgets. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.